Event description:
It was reported via social media that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient experienced a stroke and died. No further information is available at this time.

Manufacturer narrative:
Date of event: aware date of 12 december 2022 used as event date is unknown.